Event description:
The facility's biomedical tech reported an infusion pump with failure code 25, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding age of pt, medication involved or the set up of the infusion device. When the failure code occurred, medication was being infused from a bag of an unknown size, and the pump had to be switched out. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.